Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: I do not have the lot number or additional sterile samples. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide product code and lot number of the devices involved. 2. Please confirm the specific number of patient events. 3. Have any of these events been previously reported to ethicon? If yes, please provide complaint file number/ affiliate number. 4. For each patient event please provide: event date, patient demographics (initials/ID, age or dob), product code and lot number involved, procedure, event description, was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed? The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Note: related events reported via 2210968-2023-05621.

Event description:
It was reported that a patient underwent an exploratory lap or minimally invasive hernia repair on an unknown date and a barbed suture was used. During the procedure, the blue tab at the end popped off. It may have occurred when tightening up the initial two fascial bites. Another like device was used. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide product code and lot number of the devices involved, if available. Please confirm the specific number of patient events where the fixation tab broke intra-op when beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Have any of these events been previously reported to ethicon? If yes, please provide complaint file number. Were there any adverse patient consequences due to the intra-op tab breakages?

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide product code and lot number of the devices involved, if available. Sxpp1a401 lot unknown. Please confirm the specific number of patient events where the fixation tab broke intra-op. She indicated she has had 4-5 intra-op, 1 post-op when beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? No. After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? No if so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Have any of these events been previously reported to ethicon? If yes, please provide complaint file number. Unknown. Were there any adverse patient consequences due to the intra-op tab breakages? The intra-op breakages were noticed and replaced with another symmetric sxpp1a401 suture. Dr. (B)(6) was not utilizing the symmetric recommended closure technique. I described and in-serviced dr. (B)(6) on the recommended technique and she stated that she will implement the technique and let me know if she experiences any additional tab breakages.